Event description:
The user facility reported a 64-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that there was no doppler signal in the right leg. The decision was made to explant the impella due to ischemia and replace with an intra-aortic balloon pump. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised from the initial submission of manufacturer device report 1220648-2024-12071 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12071 and should not have been. H.6 added code 3038 since the initial manufacturer device report 1220648-2024-12071 was submitted in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report 1220648-2024-12071 in accordance with updated procedures.